Manufacturer narrative:
On 18-may-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, prior to surgery, the surgeon noticed a ¿strange film¿ on the implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device and material evaluation. Visual analysis of the returned device determined that two (a and b) bumps were observed embedded in the anterior view on the shell of the breast implant measuring approximately 0.1 x 0.1 cm both bumps. Based on the current information, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. While this complaint was initiated for foreign material, through the assessment it was identified to be an excess of silicone material as part of the manufacturing process that will not cause injury and is unlikely to render the product unusable or difficult to use. There are inspections at various stages of the manufacturing process. However, excess silicone is a normal variation that can occur. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H6 investigation findings c22: cosmetic defect. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a ¿strange film¿ was noticed on a mentor memorygel xtra breast implant 685cc gel breast prosthesis and that the surgeon was not comfortable implanting the device in a patient. The device did not come into contact with any patient and there was no patient consequence.

Manufacturer narrative:
On 28-feb-2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).